Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the missing pocket in medication inventory. A technical support specialist investigated the issue and found that it was caused by a bug that occurs when the fractional setting for a specific pocket was updated on the server. This can cause the pocket to disappear from the manage inventory screen, even though it remains visible and functional at the station. Confirmed that the fractional unit checkbox was unchecked for the medication in the affected pocket, which triggered the issue. Then workaround, unloading and reloading the pocket had been completed, which resolved the problem and made the pocket reappear on the server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, med ID was not found in medication inventory. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, med ID was not found in medication inventory. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.